Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he is getting motor error alarm on his pump frequently. The customer also stated that their is a little squiggly line on his screen and background of the screen. The customer's blood glucose level was 244 mg/dl. The troubleshooting was perform. No further information was added.